Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that ert was using a straight catheter using the straight intermittent catheter tray and during insertion of the catheter, the catheter broke off the end of the bag. Ert was able to pull the catheter out, so it did not get stuck or pushed further into the urethra.

Event description:
It was reported that ert was using a straight catheter using the straight intermittent catheter tray and during insertion of the catheter, the catheter broke off the end of the bag. Ert was able to pull the catheter out, so it did not get stuck or pushed further into the urethra.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A review of the device history record did not show any problems or conditions that would have contributed to the reported issue. The instructions for use were found adequate and states the following proper techniques for urinary catheter insertion perform hand hygiene immediately before and after insertion insert urinary catheters using aseptic technique and sterile equipment use the smallest catheter possible, consistent with good drainage document the indications for catheter insertion, date and time of catheter insertion, and individual who inserted catheter. The baw is attached on the investigation overview element. Indications for use: pvc & red rubber: for urological use only silicone: intended for use for bladder management including urine drainage, collection and measurement. The devices are generally passed to the urinary bladder via the urethra. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.